Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have low pacing impedance as well as over-sensing of noise leading to high ventricular rate (hvr) episodes. Upon presenting in-clinic, interrogation of the rv lead revealed that the rv lead impedance had returned to normal and the noise was able to be reproduced, but no intervention was performed or planned. The patient will continue to be monitored. The patient was stable throughout.